Event description:
It was reported that the right atrial (ra) lead exhibited high impedances, and was confirmed to be fractured. A clinical data review also showed noise being sensed on the ra lead. It was further reported that the patient experienced episodes of pre-syncope. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)